Event description:
Customer reported that her sensors were not connecting. The customer also reported pain from her sensor. Customer's blood glucose was 101 mg/dl. No additional information provided.

Manufacturer narrative:
Reliability analysis evaluated 1 opened/used enlite-sensor and performed visual inspection and failed per spec. Found cannula bent.